Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." The drug was pulled out and refilled into a new 100ml cassette and that was working ok. Today we have had 3 patients with all the same problem. One patient had called the toll-free number last night and was instructed to come in. Same problem with no disposable clamp. No further information available.